Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Review of the provided image is consistent with the reported damage to the tip, thermal damaged is observed. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8 mm fenestrated bipolar forceps instrument was found to have a defect on the tip. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint regarding defect in instrument tip was confirmed by failure analysis. The probable root cause of thermal damage can be attributed to inadvertent energy application from a monopolar instrument.